Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter is synthes sales representative. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, while the surgeon attempted to backslap the tibial nail, the striking cap that connects to the insertion handle broke off. The part that screws into the insertion handle was now lodged inside. It is unknown if there was a surgical delay. No patient consequence reported. Concomitant devices: tibial nail (part: unknown, lot: unknown, quantity: 1); insertion handle (part: 03.00.440, lot: unknown, quantity: 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.010.475 , lot: 9663491 , manufacturing site: bettlach , release to warehouse date: 21. Jan. 2016 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Visual inspection: visual inspection performed at cq observed that the partially-threaded distal tip portion of the driving cap fractured/broke at its base. The broken portion was not returned. The device shows hammer marks on the top, the side and underside of the head. No additional malfunctions were identified. The received condition agrees with the reported condition therefore the complaint is confirmed. The technique guide (suprapatellar instrumentation for titanium cannulated tibial nails indicates ¿if the nail is overinserted or a backstroke technique is desired to achieve fracture compression, secure the hammer guide to the driving cap and use the slide hammer¿ the device as well as the complaint description provide evidence of incorrect use of the device. Backslapping the device without using proper technique will transmit off axis forces to the device and can cause the breakage. As the cause of the broken device is determined to be use error, further investigation will not be performed. There is no indication of design or manufacturing issues which contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional information provided. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.